Event description:
A physician has had four occurrences of inflammation reaction associated with model u940a uv absorbing hydrophilic, posterior chamber intraocular lens. To date co has not received the control number relating to this incident. What co has received is the following info: date of surgery 02/17/2000 uneventful. One day postop looked good. Co-managed by optometrist who referred pt back on 02/23/2000; one week postop moderate to severe iritis, treated with heavy topical steroids and topical ocuflox, gradually cleared with 20/30 vision on 03/10/2000 and referred back to optometrist for glasses. Pt also has age related macular degeneration with probably 20/30 vision expected.